Manufacturer narrative:
The root cause for the reported issue of an infusion did not switch to primary fluid. Continued secondary infusion of ofirmev as bolus rate was not determined. The reported issue that there was an infusion did not switch to primary fluid. Continued secondary infusion of ofirmev as bolus rate could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician ran ofirmev at 166ml/hr (volume to be infused 41.6ml) as a secondary infusion. Ofirmev 416mg/41.6ml was contained in a 100ml bottle. The clinician waited for 15 minutes for the medication to run and to double check if the pump would switch over to the primary infusion of sodium chloride bolus (554ml in 1,000ml bag). However, it did not, and the infusion continued to run as a bolus (rate of 554ml/hr). The clinician stopped the infusion. There was patient involvement but no patient harm. It was further mentioned by the customer that the problem they are trying to solve involve administering the accurate ordered dose of a partial package. Currently, the nurses are placing a 1,000mg/100ml bottle of ofirmev on as a secondary infusion. There is no pump pause or callback when the partial dose, in this case 41.6ml, is completed and the pump continues to pull from the secondary bag after the 41.6ml has finished until the nurse lowers and clamps the secondary tubing.